Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently entered an incorrect basal setting which led to customer's blood glucose (bg) lowering to 17 mg/dl. Parademics treated customer's bg with glucose water. Recommendation was made to consult with healthcare provider regarding diabetes management.